Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and forwarded to bayer on (B)(6) 2016. The consumer's concurrent condition included nickel allergy. At device insertion day, it was reported placement painful (second very painful), complication of device insertion, difficult first coil, used multiple coils to complete insertion. After that, on an unspecified date, the consumer experienced body is always hurting, loss of control of leg, allergic complaints in eyes, pain during ovulation, pain during menstruation, leg pain, abdomen pain, head pain, lower back pain, groin pain, arthralgia, muscle pain, increase/decrease of weight, tiredness, swollen abdomen, feeling the implant, and fluid retention. Consumer also reported work-related problems. Blood test, MRI and echo were performed but nothing was found. As treatment consumer used unspecified pill. Treatment planned: removal of essure. It was unknown if consumer recovered or not. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and loss of control of leg. Removal of essure was planned. Abdomen pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of abdominal pain was not specified. Given the nature of the event abdomen pain, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Loss of control of leg had likely a neurological or musculoskeletal cause, therefore considering the nature of this event and local effect of essure in the fallopian tubes, causality between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and loss of control of leg. Removal of essure was planned. Abdomen pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of abdominal pain was not specified. Given the nature of the event abdomen pain, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Loss of control of leg had likely a neurological or musculoskeletal cause, therefore considering the nature of this event and local effect of essure in the fallopian tubes, causality between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.